Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer failed. The device displayed error message and device not detected on bus on auxiliary drawer 7.2. The customer tried to reboot and recover but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pharmacy station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed due to intermittent connections which caused shorts. A field service engineer removed all pockets, cleaned multi-operation avionics board, replaced retractor band and tested drawer in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.